Event description:
It was reported that this right ventricular (rv) lead exhibited no ventricular capture even at high output. Lead testing was performed using a 12-lead electrocardiogram (EKG). This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.